Manufacturer narrative:
Additional concomitant medical products: ddbb1d1 ICD; implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead alert for high superior vena cava (svc) impedance, however, the svc portion of the lead was turned off at the time. Since this occured, the rv lead threshold rose and the physician elected to cap and replace the lead at the device change out. No patient complications have been reported as a result of this event.